Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.0877 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm or motor error alarm noted during testing. The motor was tested outside of the device and passed. Device was monitored for 2 days. No unexpected low battery alarm or unexpected off no power alarm noted. Device uploaded properly using carelink. Device had cracked battery tube threads and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Event description:
Updated information: added bg value 1000 mg/dl

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020. The customer¿s blood glucose level was 237 mg/dl and 273 mg/dl at the time of hospitalization. Customer had nausea, vomiting. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was active. Customer reported that the insulin pump had motor error alarm. Insulin pump had insulin flow bloc alarm. Customer stated that the reservoir and infusion set did not resolved the issue. Customer was able to successfully clear the alarm. Customer treated with intravenous drip and insulin pump. Customer was able to complete insulin pump rewind. The insulin pump will be returned for analysis.